Event description:
Event description guidant received information that this device, which had been implanted for eight months, was near reaching the intensified follow-up indicator. The field representative contacted the technical services department to perform a longevity calculation. The left ventricular output for this lead was programmed high due to high threshold measurements.